Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2023 to the upper arms using a petite applicator and presented with motor nerve impairment. The event was described as numbness and no motor function in bilateral hands and wrists. Onset of symptoms immediately after treatment, with inability to use extensor muscles in left arm, limp wrist, inability for pincer grasp. According to provider, the patient is suspected of radial nerve palsy, and treated with 12 day steroid course, wrest, and wrist splint.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy.